Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial tray impactor broke in two.

Manufacturer narrative:
Examination of the returned device could not confirm the reported event. The overall condition of the device suggest heavy usage. A two year complaint database search for the provided device code found similar issues of the inserter fracturing, however this particular device is not fractured. No product problem has been identified for this particular investigation. Based on the investigation the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.